Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm036 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event, did the needle break or the needle pulled off during use? Needle pulled off suture. Were all needle(s)/ fragments retrieved? Unknown. Any adverse patient consequences and what medical/surgical intervention was provided? Unknown. Is the returned product sterile representative sample or actual? Actual. Lot number: the lot number was with the sample I submitted. Note: events reported in 2210968-2019-88028, 2210968-2019-88029, 2210968-2019-88030, 2210968-2019-88031, 2210968-2019-88032, and 2210968-2019-88034.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.